Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 72-year-old male was implanted with an impella cp for mechanical circulatory support. While on support the patient became anxious and pulled the implanted cp pump out of position. Repositioning attempts were unsuccessful as the pigtail became entrapped in the mitral valve and subsequently forced the impella cp to flip towards the valve. As a result, the pump was removed, and the patient was escalated to impella 5.5 support. There was no patient harm reported.

Manufacturer narrative:
The investigation into positioning issues has been completed. The impella device was not returned for evaluation. Based on the clinical details provided, the root cause of the positioning issues is due to use as the patient pulled out the impella. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-05674. D4 model number. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact email. G1 reporting contact fax number missing.